Event description:
Patient has motor polyneuropathy and needs ongoing plasmapheresis. The patient had in place an aerosol-hemodialysis temporarilyandwas now to have a permanent right internal jugular dialysis catheter placed. The wire for the bard long-term hemodialysis catheter was passed through the aerosol-hemodialysis temporant. The wire actually became unraveled and needed to be removed. A glidewire was then successfully placed in the inferior vena cava.